Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed for piggyback delivery of an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, when the piggyback delivery was complete, the nurse reported approximately 20ml of medication was remaining in the container instead of the expected empty container. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.